Event description:
It was reported the customer was having difficulty with the cutter during a case. The doctor thinks the cutter is stopping. They had already pierced the patient's breast for the procedure. There were no samples taken.